Event description:
Boston scientific crm analyzed this returned pacemaker and initial analysis suggests a possible telemetry issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.